Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the device had a faulty touch screen; the touchscreen assembly was broken. The device will be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a faulty touch screen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.